Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck. Reportedly, the customer was able to clear the message and customer continued to use the pump for insulin therapy. Customer's blood glucose was 437 mg/dl.